Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. It was reported that an m31 air detected in cassette alarm had occurred during fill 1 of the treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). The patient was able to bypass the m31 alarm and complete treatment on the cycler. The patient did not notice the fluid leak until they went to set-up for treatment the following day. At that time, the patient noticed fluid inside the cassette compartment. The film on the back of the cassette was not loose. Ts advised the patient to let the cycler dry out before continuing to use the device. No obvious damage was identified on the cassette itself. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. While allowing the cycler to dry out, the patient completed their treatment by performing manual pd therapy, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that prophylactic antibiotics were not prescribed to the patient. The patient attempted to continue using the cycler as advised by ts, but it was later replaced due to an unrelated alarm.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. It was reported that an m31 air detected in cassette alarm had occurred during fill 1 of the treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). The patient was able to bypass the m31 alarm and complete treatment on the cycler. The patient did not notice the fluid leak until they went to set-up for treatment the following day. At that time, the patient noticed fluid inside the cassette compartment. The film on the back of the cassette was not loose. Ts advised the patient to let the cycler dry out before continuing to use the device. No obvious damage was identified on the cassette itself. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. While allowing the cycler to dry out, the patient completed their treatment by performing manual pd therapy, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that prophylactic antibiotics were not prescribed to the patient. The patient attempted to continue using the cycler as advised by ts, but it was later replaced due to an unrelated alarm.